Event description:
The physician noticed the catheter shape did not seem correct while in the aorta. The physician decided to remove the catheter. As he pulled the catheter out through the sheath, the white tip of the catheter got wedged in the sheath. The catheter was removed form the sheath with some force and the white tip was not attached. The sheath was then removed and the white tip of the catheter was lodged in the sheath. The procedure was completed successfully with another device. No harm or injury reported.

Manufacturer narrative:
Device evaluation: device evaluation has not been completed. A follow-up report will be submitted once the evaluation has been completed. Device evaluation: conclusions. A follow-up report will be submitted when the device evaluation has bee completed.